Event description:
It was reported that the 7700 system had a physicist discrepancy on kv out of range. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.